Manufacturer narrative:
The specific protocol(s) used to process tissue samples from which underprocessed tissue was identified was not provided by the laboratory. Bottle 7 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 13:27pm on (B)(6) 2017, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 13:27pm on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 7 prior to this action were: ethanol concentration=74.9%, cycles=60, cassettes=4102, days=15. A user affirmed in the instrument software that the default concentration of 100% was to be set at 13:27pm on (B)(6) 2017. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 7 (ethanol) was used in the final dehydration step of the "gi/prostate biopsy" protocol started in retort b at 13:28pm on (B)(6) 2017; the "gi/prostate biopsy" protocol started in retort b at 16:45pm on (B)(6) 2017; and the "derm biopsy" protocol started in retort b at 16:51pm on 25 july 2017. Although the user affirmed in the instrument software that the reagent concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 13:27pm on (B)(6) 2017, the actual concentration of the reagent in bottle 7 (ethanol) remained unchanged at 79.4%, because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of sub-optimal tissue processing over the last three (3) week period could not be determined from the information available. However, the facts suggest that a use error in occurred at 13:27pm on (B)(6) 2017. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding underprocessed tissue "for the last three weeks every couple days on two processors, all retorts, multiple programs changing all reagents and wax (70% and 100% used to refill alcohols)". On (B)(6) 2017, leica biosystems (B)(4) received information from the laboratory indicating "several cases will need to re-biopsy". Further information is being sought as to the number of patients requiring re-biopsy; the patient identifier; the age/date of birth; the gender; the ethnicity and the race of each patient.